Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The motor error alarm has been happening for five days. The current blood glucose reading is 358 mg/dl. Customer stated that the drive support disk is flush. Customer unable to rewind the insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Unable to perform the excessive no delivery alarm due to motor error alarm. Missing end cap sticker.